Manufacturer narrative:
Section a2 and a4: unknown, as information was requested but not provided. Section d6a - implant date: not applicable. The intraocular lens was inserted and removed during the same procedure. Section d6b - explant date: not applicable. The intraocular lens was inserted and removed during the same procedure. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h6 -health effect - clinical code: 4581: incision was enlarged. An attempt has been made to obtain the missing information; however, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the trailing haptic of the preloaded intraocular lens (iol) remained in the cartridge while the iol was implanted. The physician felt no resistance during iol setting. The iol was removed and the incision was widened and sutured. Another lens was implanted in the patient's eye. Induced astigmatism developed during surgery, because the curve of the patient's cornea was changed due to the incision performed. The procedure was completed successfully. No injuries were reported and the patient outcome has been good. No further details were provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 06-mar-2024. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The complaint device was inspected under magnification. The complaint device was received with the plunger rod partially advanced. The cartridge presented with no damage and viscoelastic residue was distributed through the length of the cartridge. A piece of haptic was found at the base of the cartridge. The lens module was inspected and no issues or viscoelastic residue was identified. The device assembly was inspected and no issues were identified. The plunger rod was inspected and no issues were identified. The lens was cleaned and presented with a detached haptic. The complaint issue of haptic detached was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.